Manufacturer narrative:
Additional investigation was performed by product analysis on 12/07/2012.

Manufacturer narrative:
Follow up #1 submitted: 12/26/2012 device evaluation: the insulin pump has been returned and additional investigation was performed by product analysis on (B)(4) 2012 with the following findings: review of the black box and download history revealed unusual rebooting during the reported failure period. On examination, there were no cracks observed in the battery compartment. The battery cap was noted to be intact and within specification. The battery cap was secured to the pump without any power interruptions, loss of power or rebooting. The pump was exercised for 24 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately. The pump cover was removed for investigation and did not reveal any evidence of moisture or defects of the pump's interior components. Investigation was unable to duplicate the complaint.

Event description:
On (B)(6) 2012 the reporter contacted animas to report the pump had intermittent power. The patient noted no damage or corrosion to the pump, and the pump had not been exposed to moisture. The patient replaced the battery cap and battery to no avail. The battery cap was tight and secure. The issue was not resolved. There was no patient injury associated with this issue.

Manufacturer narrative:
The pump has been returned to animas; however, the investigation has not been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed.